Manufacturer narrative:
One device was received for evaluation. Visual inspection noted air detector damage and a lifted downstream occlusion seal. The sensor and seal were replaced. The device passed all functional testing after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed 'cassette not attached' error, the event occurred during testing. The device evaluation noted a lifted downstream occlusion seal.